Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm. The date of the event is an approximation. According to marketing survey documentation and a follow-up phone call conducted by technical support on (B)(6) 2025, the patient reported experiencing a skin infection following the use of a cgm sensor. The patient stated that the sensor was inserted in the arm, and an unspecified number of days later, signs of infection began to appear. On (B)(6) 2025, the patient experienced a sensor failure and decided to remove the sensor. Upon removal, the patient observed redness and inflammation/swelling extending beyond the patch perimeter. The insertion site had been prepped with soap and water prior to application. By (B)(6) 2025, the condition had progressed to an infection, prompting the patient to consult a physician. The physician prescribed an unspecified oral antibiotic for a 14-day course. At the time of the follow-up call, the patient confirmed that the infection had resolved following treatment. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.